Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer. Customer is a type 1 diabetic and a (B)(6) child. The customer is concerned with tests results from results obtained of 74, 38 and 51 mg/dl. The customer's expected fasting blood glucose test result range is 107 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer's mother stated the customer is taking lantus and novalog. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 62 mg/dl using truemetrix meter and 69 mg/dl using truemetrix meter. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer's mother stated that the reading of 74 mg/dl is her own blood sugar result which she took "to check if the meter was reading right"): (B)(6). Memory concerns:38 mg/dl the customer's mother stated the customer's dinner reading she gave her daughter 2 units of novalog insulin and then re-checked it two hours later with a result of 52 mg/dl fasting, 51 mg/dl fasting and then 38 mg/dl fasting.